Event description:
Surgical team inside cvor room 3. Patient on cvor table, time out performed. Equipment passed to circulating nurse to be connected to equipment tower, surgical pencil cord, camera cord, light source cord. Surgical procedure started at 11:52 am. Approximately 3 min after procedure started at 11:55, surgeon attempted to use surgical pencil pedal. The surgical pencil pedal cord sparked twice and a flame was noticed by surgical team on surgical pencil cord. Surgeon stopped the use of the device immediately and a full assessment of the patient and room was performed. There was no harm to patient or surgical team. Surgical pencil machine, surgical pencil pedal and surgical pencil cord were exchanged. Surgical procedure continued without any other issues.